Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to verify keypad anomaly or perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump suspended and made a high-pitched noise. Blood glucose level at the time of the incident was 100 mg/dl. Customer also reported that the keypad was unresponsive. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.